Event description:
It was reported that an auto-off alert occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Additionally, it was reported that the insulin gauge was inaccurate. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. No additional information was provided and the customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The pump user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.